Event description:
Upon review of routine abdominal radiography, it was noted that the dobbhoff tube was transected. The proximal segment of the transected dobbhoff tube was removed on (B)(6) 2024. Endoscopic retrieval of the distal segment of the dobbhoff tube is scheduled for (B)(6) 2024.